Manufacturer narrative:
Additional information: d4 (model, catalogue, lot, expiration date, unique identifier), d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in september, 2024. H11: the actual device was received for evaluation. Visual inspection of the returned sample showed a cut or score measuring 18 mm in the paper backing of the packaging material, which appeared to have penetrated the tubing by 3.00 mm. The reported condition was verified. The cause of the condition could not be determined; however, the reported damage is attributable to shipping and handling by the customer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified vented inlet had an opened outer packaging. This issue was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 catalogue #: the device was either (B)(4). D4 UDI #: the di for (B)(4) is (B)(4) and the di for (B)(4) is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.